Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump to be in good physical condition with no signs of physical damage noted. Unable to duplicate the primary audible alarm background test error during occlusion test. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a system failure primary audible alarm post event occurred. No patient injury was reported.